Event description:
It was reported that the 9800 system has a low ma error message and poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board and fluoro function board were replaced during the service call. The system was tested and found to be working as intended and put back into service.